Manufacturer narrative:
Additional manufacturing narrative: the returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that "cables no longer function". Additional information received from customer, "the cables failed during use and that the issue that they are failing to transmit data". No known impact or consequence to patient.